Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found a fuse at the instrument receptacle had blown. The cse replaced the fuse and powered up the instrument. The sample probe did not initialize on startup. The cse performed troubleshooting and found a bad low level controller (llc) board. The cse replaced the llc board and the instrument completed initializing sequence. The cause of the smoke was due to a blown fuse. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A customer reported smoke emitting from their advia centaur xp instrument. There were no reports of smoke inhalation or irritation. The customer powered down and unplugged the instrument. There was a delay to patient sample testing as the customer had to send the tests out to a different facility. There are no known reports of patient intervention or adverse health consequences due to the smoke.